Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker patient experienced syncopal episodes. A remote transmission was performed and boston scientific technical services (ts) recommended the patient follow-up with their clinic. At this time, the cause of the syncope is unknown. This pacemaker remains in service. No additional adverse patient effects were reported.